Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device has been explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 1.1 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report.